Manufacturer narrative:
Per the tandem user guide: the dexcom sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The sensor is discarded after a session of up to 10 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the sensor had been used for 10 days. No additional patient or event information was available.